Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corners and minor scratches on the display window.

Event description:
It was reported that the insulin pump alarmed weak battery, motor error, low battery, and failed battery test. It was also reported that the customer experienced low blood glucose levels. The blood glucose reading was 104 mg/dl. The customer was unsure when the motor error alarm occurred but noted that the battery alarms occurred even after inserting a new battery into the device. He declined troubleshooting on how to clean the battery cap, and he declined a replacement battery cap. He noted that he had frequent battery alarms and reported that the device may have been exposed to an airport scanner and x-ray machine. Advised replacement of the insulin pump. Nothing further reported.